Manufacturer narrative:
Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil at 6.8 cm to 6.9 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. Clavicle crush was noted flattening the outer coil at 14.0 cm to 15.1 cm from the connector pin. The outer coil was not fractured in this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the right ventricular lead exhibited signs of possible lead crush. The lead was explanted and replaced successfully. No patient symptoms were reported.